Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a cre balloon dilatation catheter was used during a procedure for the dilatation of an esophageal stenosis performed on (B)(6) 2012. According to the complainant, during deflation of the balloon after it had been inflated one time at the target site, not all of the inflation medium could be removed from the balloon. As a result, the endoscope and balloon were removed together and the catheter cut in order to remove the balloon from the scope. It was reported that the procedure was completed with another cre balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on (B)(6), 2012 that a cre balloon dilatation catheter was used during a procedure for the dilatation of an esophageal stenosis performed on (B)(6) 2012. According to the complainant, during deflation of the balloon after it had been inflated one time at the target site, not all of the inflation medium could be removed from the balloon. As a result, the endoscope and balloon were removed together and the catheter cut in order to remove the balloon from the scope. It was reported that the procedure was completed with another cre balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device was performed. The catheter was found cut and a small residue of crystallized substance (likely contrast media) was found inside of the balloon. This is consistent with the report that the balloon could not be completely evacuated and so the catheter was cut in order to remove the device from the endoscope. The reported defect that the balloon could no be completely deflated was confirmed. Balloon deflation issues can occur due to procedural or anatomical factors encountered during the procedure which limit the performance of the device (e.g., improper withdrawal technique or tortuous anatomy). Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.